Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: device returning status updated from ni to not returning (discarded).

Event description:
It was reported that this was a vessel closure of the calcified left common femoral vessel using three proglide after a right femoral atherectomy and percutaneous transluminal angioplasty procedure. Reportedly, the first two proglide devices did not capture the vessel wall. The third proglide suture caught the vessel wall yet there was a pop. The device was broken into two pieces at the soft part (sheath) of the device. The proximal portion of the proglide was removed and the access site closed with the suture. An inferior access site was used to attempt to capture the broken off portion with a sheath without success. The sheath was removed and two proglide were used to close the inferior vessel. The patient was sent to the hospital to remove the sheath. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.na